Event description:
During routine testing of the device, the user reported the battery status indicator on the heart lung console was red, indicating the battery was dead. A field service representative visited the customer's facility and replaced the batteries. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.